Manufacturer narrative:
All inratio inr results provided by customer were performed more than three hours between each reading. Since time between tests exceeded three hours, there is a high possibility that the discrepancies are due to changes in the status of the patient. Three hours is considered a reasonable length of time between two readings in order for comparison to be valid. Data analysis will not be performed and no further investigation will be pursued. Per general description of complaint, customer was milking the finger. Milking the finger may cause contamination with interstitial fluids and may lead to inaccurate inr results or test errors. No product is expected to be returned. No product information was provided by the customer. Complaint issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.

Event description:
Caller alleged imprecision with inratio meter. Results as follows.